Event description:
Reference number (B)(4) event occured in chile. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The blood glucose level was 600 mg/dl and the patient was treated with multiple daily injection(mdi). No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: chile.